Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. Reportedly, the charging supplies were able to successfully charge another device. The customer¿s blood glucose was 230 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.